Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and slda appear to be related to patient morphology/pathology as the patient had a prolapse at the posterior 2 (p2) leaflet segment, flail and ruptured chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient with grade 4 degenerative mitral regurgitation (mr), prolapse at the posterior 2 (p2) leaflet segment, flail and ruptured chordae underwent a mitraclip procedure. The first clip was unable to grasp in the middle of the prolapsed segment due to the flail so the decision was made to place the clip at the lateral portion of the p2 leaflet segment. After three grasp attempts, the clip was implanted at the lateral portion of the p2 leaflet. A second clip was prepared, but it was noted that the first clip had detached from the anterior leaflet, remaining attached to the posterior leaflet (slda) and a lot of clip movement was noted. The second clip was placed medially to the first clip, using a lot of fluoroscopy to ensure that there was no contact between the clips. The second clip was initially grasped at a location a bit away from the first; however, there was still a lot of movement. The third grasp with the second clip immobilized the 1st clip and mr was reduced to grade 3. The procedure was ended at that time and the patient remained stable. After the procedure, it was thought that possibly the first clip had been deployed so that the anterior leaflet had been captured between the gripper arm and the l-lock shaft, and had not been grasped in the actual clip; however, this could not be verified. No additional information was provided.